Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 27 march 2017. The representative found that there was excessive dust within the system causing the cooling fan to be obstructed. The reported issue was resolved by removing the dust. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while outside of a procedure, the system became unresponsive on two occasions, which required a hard shut down to resolve the issue. No additional information was provided. There was no patient present when this issue was identified.